Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2013-21224, reference MFR. Report: 1627487-2013-21226. The pt reported she is experiencing pain at the ipg site. Additionally, the pt discontinued using/charging the scs system several months ago due to experiencing shocking sensations. The pt wants the scs system explanted and will be consulting with the physician regarding the next course of action.